Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient became disconnected from the infusion set because the self-adhesive did not stick well enough to the body. The patient was diagnosed with diabetic ketoacidosis in the emergency room. The patient experienced vomiting and an elevated blood glucose level of 420 mg/dl. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
No sample was received for examination. The reference samples were visually inspected of the adhesive tape and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced. No product was returned.